Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced multiple episodes of low blood glucose while using the ilet bionic pancreas shortly after starting therapy, including a post-dinner low and a morning low, with contextual factors of stress-related hyperglycemia followed by automated correction and user-initiated meal announcements to address high glucose without food intake. Symptoms included hypoglycemia with a reported glucose value at or below 54 mg/dl. Outcomes included recovery to target range after self-treatment with oral glucose and food, with no injury and no hospitalization. Investigation included troubleshooting and education on best practices for meal announcements and timing relative to actual meals. Investigation of this case revealed that the device appeared to perform automated corrections as designed, while user actions such as announcing meals to lower high glucose and a missed meal announcement likely contributed to insulin dosing that led to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and therapy adaptation early in use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.